Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation turns off by itself. The patient stated that he used his patient programmer to turn stimulation off at night; however, when he is in a seated position, he felt stimulation. The patient is able to turn stimulation off by using the patient programmer. Follow up on this matter identified an additional occurrence while the patient was a passenger in a vehicle. It was suspected that this occurrence could be due to emi. The next course of action has not been disclosed to the manufacturer.